Event description:
New information was received that this lead was surgically abandoned as a result of the fracture.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular (rv) lead has fractured. A revision procedure is planned.